Event description:
It was reported to boston scientific corporation that during an anterior apical vaginal repair procedure using an uphold vaginal support system, the needle detached from a mesh leg assembly and was caught inside the capio device. The procedure was completed with another uphold vaginal support device, with no complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.